Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 2/11/2019 and 11/11/2020. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 model intraocular lens(iol) was explanted from patient's left eye in a secondary surgical procedure due to glares, halos and also mechanical complications of lens for wide range of focus. Symptoms had onset months after surgery. Outcome had significantly interfered with daily activities of life. This event was observed during post-op examination. The replacement lens used is a different model but same diopter lens. Patient had recovered. No further information available.

Manufacturer narrative:
Additional information received on 5/4/2021 states that patient couldn¿t tolerate the glare and halos, doctor did an exchange for them and nothing was wrong with the iol. The patient was very happy after the exchange and also the device was returned for evaluation. As a result, the following fields have been updated. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/15/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, the reported issue is related this reported complaint however product evaluation was not done in that case and thus no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.